Event description:
Pt undergoing removal of facial lesion with secondary skin graft. Fore erupted involving drapes, 02, mask, tech's gown. Pt sustained burns to face, chest, right shoulder. Electrocautery unit was in use at time fire occurred.